Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received indicating that the issue resulting in a procedural delay as a new valve needed to be loaded.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392.; this is a system report. The section d information is for the primary device, which was in use with the following: brand name: evolutfx delivery catheter system (dcs), product ID: d-evolutfx-2329, lot: 0011966449, use by date: 2025-09-22, UDI: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the attempted implant of this transcatheter bioprosthetic valve, the valve was constrained at 80% deployment and was recaptured. A decision was made to pre-dilate the annulus and the delivery catheter system (dcs) needed to be removed. Upon removal of the dcs, the dcs would not come out of the 18 french non-medtronic (dry seal) sheath. It was unknown why the dcs became stuck as the implanters thought it was overdriven, but was not the case. The dcs was not kinked, twisted or bent. The dcs and sheath were removed from the patient and a new sheath was placed. A new dcs and valve were used to complete the procedure. No adverse patient effects were reported. Additional information was received indicating that the issue resulting in a procedural delay as a new valve needed to be loaded.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329; product lot number 0011966449; product type: delivery catheter system; implant date ; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the attempted implant of this transcatheter bioprosthetic valve, the valve was constrained at 80% deployment and was recaptured. A decision was made to pre-dilate the annulus and the delivery catheter system (dcs) needed to be removed. Upon removal of the delivery catheter system (dcs), the dcs would not come out of the 18 french non-medtronic (dry seal) sheath. It was unknown why the dcs became stuck as the implanters thought it was overdriven, but was not the case. The dcs was not kinked, twisted or bent. The dcs and sheath were removed from the patient and a new sheath was placed. A new dcs and valve were used to complete the procedure. No adverse patient effects were reported.